Event description:
The info received indicated that the hub was cracked.

Manufacturer narrative:
The product, cypher select plus, is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. The product was returned for analysis, however, the eval is not yet complete. Add'l info will be submitted within 30 days from receipt.